Event description:
The manufacturer received information regarding the death of a patient using a dreamstation auto bipap device. The patient's daughter reported returning her mother's device; however, the device is not showing as received in the system. No additional details were provided, and there is no indication or allegation that the device caused or contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.